Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6)2019 at 2 am due to a high blood glucose level of 820 mg/dl and diabetic ketoacidosis. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with insulin drip. He was not alleging that the insulin pump was under delivering. The customer completed self test; however, could not complete the high pressure test. The insulin pump will not be returned for analysis.